Manufacturer narrative:
Investigation conclusion: the customer reported unexpected low inratio inr results during testing. The customer did not provide comparatives for the reported inratio values. It is not possible to verify if a discrepancy exists without this information. The meter associated with the complaint was returned for investigation. The customer's complaint was replicated during in-house investigation. A statistical analysis of the impedance curve associated with the discrepant result was performed and found to have a weak-slope change. Impedance curves with weak slope changes can result in discrepant results. This issue is related to the software on the meter and was addressed in CAPA-(B)(4). Functional testing was performed on the returned meter with passing results but the meter failed thermistor testing. (B)(4) determined that the lower temperature ranges investigated were not found to impact performance of the meter. With the exception of the weak-slope observed during in-house testing and the failed thermistor testing, in-house testing shows that the system is performing within expectations. The impedance curves associated with three of the customer's reported results were statistically analyzed. Two of these were determined to be normal in shape not exhibiting a weak slope or other abnormalities while one was determined to be perturbed in shape. A review of the entire in-house testing for lot 376826a was performed and found that the lot meets criteria. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot met release specifications. CAPA-(B)(4) identified impedance curves with weak slopes as potentially leading to discrepant inr values. Further investigation is being performed under CAPA-(B)(4) for this issue.

Event description:
Report received of (B)(6) inratio values. Report received of (B)(6) inratio values. Patient's therapeutic range = 2.0 - 3.0: (B)(6). Patient's coumadin regular dosage 2.5/day with 5mg on tues and sat. Patient self tester increased slightly due to results, exact dosage increased not provided. Exact date dosage change not provided. No other changes in medication and patient did not provide list of medications.